Event description:
It was reported that during the laparoscopic prostate procedure, after a few minutes no function and a permanent tone. The case was completed with a same like device. No pt consequence.